Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the healthcare professional indicated that the attached part with the valve was missing when unboxing the catheter. The valve was not manually removed. A sealing adaptor was attached to stop blood loss through the catheter during use. No patient complications have been reported as a result of this event.